Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that ophthalmic operating console and handpiece was used for the cataract surgery, post to the cataract surgery the patients experienced the events corneal edema which results in the bad visual outcome. The current condition of the patients was recovered. Additional information has been requested and none received till date.

Event description:
As per the additional information received confirmed that the corneal edema was fully recovered and this event doesn't required medical or surgical intervention.

Manufacturer narrative:
The initial decision to report was resulting in the initial report being submitted with available information as the event corneal edema which was treated with is the usual postoperative care provided to the patient and this event doesn¿t resulted in any of the following event doesn't resulted in any permanent impairment of a body function or permanent damage to a body structure also doesn't required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, hence this report of corneal edema does not meet criteria for reporting based on applicable medical device regulations. The manufacturer internal reference number is: (B)(4).